Event description:
It was reported that patient was revised due to knee pain. X-ray show there was a loosening in tibial component at cement to implant interface. Doi: (B)(6) 2015. Dor: (B)(6) 2024. Affected side: left knee.

Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). It was identified and reported that the patient's tibial tray was loose at the cement to implant interface--pain can be directly attributed to the loose implant, so the insert can be reasonably excluded from contribution to the events, as it does not assist the tibial tray in maintaining the bonding interface with the cement--that is inherent to the tray's design alone. So the insert is not reportable.